Manufacturer narrative:
Concomitant medical products: product ID 977c265, serial# (B)(4), product type lead. Analysis results were not available at the time of this report. A follow up will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID (B)(4) serial# (B)(4) product type lead: analysis of the lead serial# (B)(4) found no failure detected, device operated within specifications. H6: conclusion code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID: 977c265, serial# (B)(4), product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative (rep) regarding a patient implanted with a neurostimulator. It was reported that when the lead was attempted to be inserted into the 0-7 slot, all contact pairs showed high impedance readings. The rep tested the lead up to 3 volts and it showed greater than 40,000 ohms impedance. The lead had difficulty inserting into the 0-7 slot and the physician was only able to insert it half way, and could not advance it further unless it was pulled in. The physician used the other lead from the 8-15 slot and it was able to advance into the 0-7 slot without any difficulty. The physician implanted a different lead and the patient was doing fine. No symptoms were reported. The rep noted that he would send the lead back to the manufacturer for analysis. It was also noted that the patient was (B)(6).